Event description:
The customer reported a leak of clear fluid under the left side of the lh780 instrument. The volume was reported as approximately 50 cc and the leak was not contained. There was no biohazard exposure to open wounds or mucous membranes.

Manufacturer narrative:
The field service engineer (fse) was dispatched. He found the yellow stripe tubing was punctured by pinch valve 8 (vl8). The fse replaced the tubing at vl8 to resolve the leak. Upon recur; the failure mode for the leak is likely to generate erroneous rbc and plt results due to improper delivery of diluent to the rbc bath caused by a dispense valve malfunction. (B)(4).